Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review inadequate fixation, implanting a damaged stimulator and patient undergoing an MRI have been ruled out as potential causes. However, the x-rays submitted determined that the stimulator was not implanted following the IFU, which many have contributed to the occurrence. In addition, the questionnaire shows the patient engaged in extending or stretching following the implant procedure, which may have contributed to the migration. The stimulator is used to treat pain. The cause of the reported issue is due to migration and the cause of migration is due to incorrect surgical technique as the device was not implanted following the IFU (user error - clinician).

Event description:
The patient reported pain and a bump near the ankle bone. Migration was confirmed via x-ray and the stimulator was explanted on (B)(6) 2021.